Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). Blood glucose value at the time of event was 31 mmol/l. The customer experienced hyperglycemia, diabetic ketoacidosis was treated with an IV insulin drip (intravenous insulin infusion), treated in the hospital. The customer also felt feeling sick, extremely thirsty, tired, headache really unwell symptoms and treated in the hospital. The event involved product(s) mmt-1885a. Troubleshooting was partially performed for high blood glucose event until the customer declined further troubleshooting. Troubleshooting was performed for open book image and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885a was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. [Per freger, mark ¿ r&d engineer the "open book" was generated due to usart/ipc hw failure (0x46=error_main_intern_usart_e/error_main_intern_ipc_sync_e) - suspecting the hw.] The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. The pump was received without the battery cap. The pump lists data up to (B)(6) 2025 17:53:00.000 in the pump history file, however the pump history file did not list the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered, the dailytotalofbolusinsulindelivered or the dailytotalofallinsulindelivered for the event date 19-aug-2025. Perform the history review 1 week prior to the event date 19-aug-2025 in the pump history file and found 1 sensor error alert on (B)(6) 2025, and 2 lost sensor alerts on (B)(6) 2025. Unable to test for sensor error alert and lost sensor alert due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and on the pcba2. No damage noted on the force sensor and motor. Force sensor zero offset within specification (24.4 mv). Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs (hyperglycemia)/dka. Alarm-aa99-critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Upload error confirmed [unable to perform the carelink upload due to alarm-aa99-critical pump error (open book image) alarm]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.